Event description:
It was reported to adac that the "learn" mode does not work properly. Det 1 does not approach the pts body. "It radius out to max radius and stays there." Which requires manual positioning of "det 1". This could potentially result in injury to the pt. There were no injuries to the pt.